Event description:
It was reported that this right ventricular (rv) lead was being explanted during a device changeout procedure. It was noted that the physician "tore everything". The lead fell apart while being extracted and a piece of metal fell into the patient's lung. Another procedure was done several days later to retrieve the piece of metal. The piece of metal was deduced by technical services (ts) to be a metal ring that connected that lead to the coil. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed. Only the proximal segment was returned. It was noted that there was induced damage during explant. The coils and insulation were cut. Testing was completed to assess lead electrical performance. Measurements were within normal limits.

Event description:
It was reported that this right ventricular (rv) lead was being explanted during a device changeout procedure. It was noted that the physician "tore everything". The lead fell apart while being extracted and a piece of metal fell into the patient's lung. Another procedure was done several days later to retrieve the piece of metal. The piece of metal was deduced by technical services (ts) to be a metal ring that connected that lead to the coil. The lead was returned for analysis. No additional adverse patient effects were reported.